Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient's ipg was explanted on an unknown date due to end of life. That is all the information available.